Manufacturer narrative:
Device analysis. The stent remains implanted. The complainant indicated that the delivery device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same cae as MFR #2134265-2008-01687. It was reported that post a drug eluting stent treatment procedure, stent thrombosis occurred. Per the procedure notes, the lesion being treated was located in the left anterior descending (lad). There was a 40% proximal stenosis just distal to the first diagonal branch origin followed by a 99% stenosis with associated thrombosis just prior to the origin of the second diagonal branch. Flow was timi grade ii distally and in the distal lad prior to the apex there was a 70 to 80% stenosis. The physician advanced a non-bsc wire into the distal vessel, and thrombectomy catheter was taken through the lad with aspiration of a fair amount of both dark thrombus and white clot. Repeat angiography demonstrated no residual stenosis and improvement of flow distally. The physician advanced a 3.00x32mm taxus express2 drug eluting stent to this area and was deployed at 14 atms. Repeat angiography demonstrated no significant residual stenosis with timi grade iii flow distally. Next, a 2.50x20mm taxus stent was then advanced to the distal lesion and deployed at 12 atms. Repeat angiography showed timi grade iii flow with no significant residual stenosis. The patient was hemodynamically stable and free of chest pain. The procedure was completed with no further complications. Medications used during the procedure included heparin and nitroglycerine. Three years, 11 months, and 9 days later, the patient presented emergently with chest pain. Two months prior to this, the patient had been taken off of aspirin and plavix due to a gi bleed. The physician advanced an non-bsc wire with difficulty through the very proximal stented lad and the second stent in the mid lad, advancing the wire distally. A thrombectomy catheter was used to aspirate dark thrombus with several chunks of thrombus removed. This produced some re-flow and left a hazy area in the proximal lad, and also showed embolized thrombus into the large ramus with a distal cutoff. A 3x18mm non-bsc balloon was used to dilate the proximal lad stent with two overlapping inflations to 16 atms. This left no residual stenosis. The lad at the apex had a very distal cutoff consistent with apical thrombus, but the proximal to mid vessel was widely patient and there was no restenosis in the more mid lad stent, so this was not dilated separately. The physician then removed the non-bsc balloon and withdrew the wire, and redirected the wire to the ramus-circumflex. This was steered past the embolus that blocked the mid-vessel. Using the same thrombectomy catheter, the physician aspirated another piece of clot from this vessel, reestablishing flow. At completion, the lad in the treated area had no residual thrombus or stenosis and no new stent was placed. At the very apex of the lad, there was still a cutoff suggestive of distal thrombus, likely embolizing from the proximal segment. The ramus had no residual stenosis or clot at the treated area, but did have a very distal cutoff at the apex, consistent with a distal remnant of embolized thrombus. There was otherwise timi iii flow thought the proximal and mid lad and through the proximal to mid ramus. The procedure was completed without further complications. The patient was placed on plavix indefinitely. Follow up tests showed the patient to be in good condition.